Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call her husband experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl,581 mg/dl. The customer declined troubleshoot for high blood glucose. Customer also reported that insulin pump did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The insulin pump will not be returned for analysis.